Manufacturer narrative:
H11. Additional narrative. Surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a model 11500a 25mm aortic valve was disabled via a valve-in-valve procedure after an implant duration of 4 years, 5 months due to severe stenosis, mild to moderate regurgitation, and marked leaflet thickening. A 26mm s3ur was implanted successfully. Per medical records the patient presented with hfpef and underwent valve-in-valve procedure. During tavr procedure, echo demonstrated market leaflet thickening. Tavr was deployed with well-positioning and no regurgitation. Patient discharged on pod#5 hemorrhage s/p following femoral site repair.

Manufacturer narrative:
H11. Additional narrative: updated h6. Leaflet thickening may be attributed to structural valve deterioration (svd), non-structural valve dysfunction (nsvd), thrombosis, endocarditis, or any combination of these factors. Leaflet thickened is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available a definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.